Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the reservoir had air bubbles. The caller stated that this occurred with the last three set changes. She did not recall the blood glucose reading. The caller was assisted with priming out the air bubbles and advised to store the insulin at room temperature to avoid air bubbles.